Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4471 lead, 4470 lead , implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the device met high output condition and threshold was increased to 5v. It was further reported by the physician that patient died due to an unrelated cardiac issues. It was not known if the high outputs occurred pre- or post- mortem.